Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified, opening and weight to the spec. A microscopic analysis was performed which identify, a broken striated in the posterior side. Based on the device analysis, the final assessment is: a striated opening in the posterior side assessed, as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported left side capsular contracture baker grade iii. Device remains implanted.